Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the right cylinder was identified. The cylinder and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually inspected, and leak tested. During visual examination it was noted that the cylinder input tube had a cut from a sharp instrument, consistent with explant damage. In addition, a leak within the cut was identified. The pump was visually, leak and functionally tested. Visual inspection revealed that the pump tubing was cut down to the pump block; therefore, it was not returned for analysis. No leaks were identified; however, the pump did not pass the activation test during functional evaluation. Based on the information available and analysis results, the pump not passing the functional inspection could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the right cylinder was identified. The cylinder and the pump were removed and replaced. There were no patient complications.